Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7.0 mmol/l. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 3.3 mmol/l. Customer also stated that the difference was occurring with the current sensor. Advised customer to monitor and change sensor if issue persists. The sensor will not be returned for analysis.